Event description:
During on-site service, the baxter service technician experienced an f-38 alarm (malfunction in tube misloading detection circuitry) on a flo-gard infusion pump. There was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, functional testing and an alarm log review were performed. During the alarm log review an f-38 alarm was identified. During a visual inspection it was identified that the force sensing resistors (fsrs) were damaged. The cause of the alarm was the damaged fsrs. The cause of the damage could not be determined. The fsrs were replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.